Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after a lead revision, the patient experienced a burning stomach pain. As a consequence, the patient was admitted to the hospital. Notes from the procedure did not indicate any incidents, but the physician speculated there may have been pressure on the spinal cord. Follow-up indicated that the patient is currently using the device to find effective therapy.